Manufacturer narrative:
H11. Corrected data - updated section h6 (result, conclusion)

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 29mm valve implanted for one day was explanted due to clotting and immobile leaflets. A 29mm valve was implanted in replacement. Per received records, the patient underwent aortic valve replacement with a 25mm valve and mitral valve replacement with a 29mm valve the previous day. On the echocardiogram the newly implanted mitral valve appeared to be opening well with a small area of paravalvular leak around the anterior portion. After the mitral valve was implanted, the patient received va ECMO and placement of an intra-aortic balloon pump in the left femoral artery. The patient was transported cardiac ICU in a critical but hemodynamically stable condition. On pod #1, echo was done at bedside and showed some cardiac motion, but minimal ejection. At this time, patient was taken to the cath lab for a failed attempt at removal of iabp and placement of an lmpella. Patient was then taken emergently to the or. Tee was done in the or and it appeared to have a completely clot filled left atrium with complete immobility of the mitral leaflets of newly placed mitral valve. The aortic valve also appeared to be non functional and was in a closed position. At this time the decision was made to place a an lv vent and mediastinal washout with the best clinically case scenario being an external clot compressing the left atrium and the worse case scenario being left atrium filled with clot. The surgeon performed mediastinal re-exploration with removal of left atrial clots and replacement of mitral valve with another 29 mm bioprosthetic valve, resection of the ascending aorta at the level of the sinotubular junction with re-examination of the aortic valve, removal of thrombus from left and non coronary cusps and replacement of ascending aorta with a 28 mm dacron graft, and removal of the intra-aortic balloon pump from the left femoral artery. The patient had significant bleeding from suture lines in the or. The patient continued to bleed profusely and expired the following day. The implantation data card indicated that the device explant was not due to deficiency of the original device.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H11. Corrected data: updated sections.

Event description:
It was reported that a 29mm valve implanted for one day was explanted due to dehiscence, clotting, and immobile leaflets. A 29mm 7300tfx valve was implanted in replacement. The patient presented with severe aortic and mitral regurgitation and underwent a redo aortic valve replacement with a 25mm valve and mitral valve replacement with a 29mm valve. The plan was to replace the aortic valve first and then re-evaluate the mitral valve since mitral valve regurgitation was about moderate-to-severe, and the jet was more posterior directed which might be related to tethering due to the dilated ventricle secondary to the severe aortic regurgitation. Once the patient was weaned off cardiopulmonary bypass with some inotropic support, the surgeon noted that the mitral valve regurgitation was more severe than the preoperative echocardiogram and the ejection fraction was approximately 20%. The decision was made to replace the mitral valve. The mitral valve was structurally intact with possibly some elongated anterior leaflet cords. A 29mm valve implanted and appeared to be opening well with a small area of a paravalvular leak around the anterior portion on echocardiogram; however, the ventricle function was significantly reduced to approximately 10% at this time. An intra-aortic balloon pump was placed in the left femoral artery, and the patient was placed on va ECMO. The patient was transported to the cardiac ICU in a critical but hemodynamically stable condition. On pod #1, echo was done at the bedside and showed some cardiac motion, but minimal ejection. At this time, the patient was taken to the cath lab for a failed attempt at the removal of iabp and placement of an impella. The patient was then taken emergently to the or. Tee was done in the or, and it appeared to have a completely clot-filled left atrium with rocking and complete immobility of the mitral leaflets of the newly placed mitral valve. A left main coronary angiogram demonstrated no flow beyond the proximal subsection of the inferior branch of the 1st obtuse marginal branch. The appearance of this cessation of flow is suggestive of possible surgical suturing of this segment of the left circumflex. At this time the decision was made to place an lv vent and mediastinal washout. It was decided that surgical revascularization would not benefit the pinched subbranch of the om due to its small caliber. The surgeon performed mediastinal re-exploration with the removal of left atrial clots and replacement of mitral valve with another 29 mm bioprosthetic valve, resection of the ascending aorta at the level of the sinotubular junction, and removal of the intra-aortic balloon pump from the left femoral artery. The patient had significant bleeding from suture lines in the or. The patient continued to bleed profusely, remained coagulopathic and expired the following day despite the replacement of coagulation factors / blood products. The implantation data card indicated that the device explant was not due to deficiency of the original device.